Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was three damaged navlocks. The orange navlock was missing the "attachment post." The two purple navlocks were "unable to fixate¿. There was no patient present when this issue was identified.